Manufacturer narrative:
E1 - facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had a melted electrode. This malfunction occurred during a therapeutic electro resection of the prostate procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the electrode failure is damage due to short circuit, but the cause of the short circuit could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 2.5 general dangers, warnings and cautions warning risk of injury to the patient and/or the user the use of damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings may cause infection, toxic shock, electrical, mechanical and thermal injury and/or unintended nerve stimulation. Even products designed to be reused have a limited-service life. A number of factors connected with handling and some reprocessing methods may led to increased wear of the product. The service life can be markedly shortened. The product must be replaced if signs of wear become visible. ¿ before each use, observe the instructions in the section ¿inspection ¿on page 31 and ¿maintenance ¿on page 52. ¿ do not use damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings. ¿ replace damaged equipment, equipment that does not function properly and/or equipment with illegible or missing markings. Warning risk of injury to the patient bending the distal tip may damage the hf-resection electrode leading to sparkover between the hf-resection electrode and the telescope. There is a risk of electrical, mechanical and thermal injury and/or unintended nerve stimulation. ¿¿ never try to bend the distal tip of the hf-resection electrode. Warning risk of injury to the patient and/or the user some hf units have a so-called ¿spray coagulation¿ feature. Using the ¿spray coagulation¿ feature in combination with the equipment mentioned in this document may cause sparkover leading to electrical injury, thermal injury and/or unintended nerve stimulation. ¿¿ the ¿spray coagulation¿ feature must not be used. Warning risk of injury to the patient and/or the user if the hf-resection electrode is not properly attached to the working element, sparkover may occur leading to electrical injury, thermal injury and/or unintended nerve stimulation. ¿¿when attaching the hf-resection electrode to the working element, check that the hf-resection electrode clicks audibly into position. ¿¿ check that the hf-resection electrode is attached and positioned as described below. Warning risk of injury to the patient and/or the user when accidentally activating the electrode release button, the hf-resection electrode may not be attached properly to the working element. If hf current is then activated, sparkover may occur leading to electrical injury, thermal injury and/or unintended nerve stimulation. ¿¿ check that the electrode release button has not been accidentally activated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.